Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a device change-out due to normal eri. Externalized conductors were observed via fluoroscopy, and no electrical anomalies were detected. The lead was connected to a new device. Patient will continue with routine follow-ups.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that an alert for high, out of range hv lead impedance was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended. No further information available.